Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangio pancreatography procedure, a plastic stent was placed in the pt. The physician noticed the stent had expired after the placement. A subsequent endoscopic retrograde cholangio pancreatography with brushing procedure was performed six days after the initial procedure, and the plastic stent was replaced with a metal stent. It was reported that there was improvement in the pt's jaundice and the pt did not sustain any allergic reactions from the expired plastic stent.

Manufacturer narrative:
The device referenced was not returned to olympus eval. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for eval, or if significant add'l info is received, a supplemental report will follow. The (B)(4) instruction manual states: warning: do not use the stent and/or the protection sleeve after the exp date displayed on the sterile package. Otherwise, the stent may be damaged due to material deterioration over time and may cause adverse effects to the pt by migrating or falling off from the papilla. It may also pose an infection control risk or cause tissue irritation. This report is being submitted as a medical device report in an abundance of caution.